Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the lens was damage by handpiece injector. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h3, h6 and h11. A sample was not received at investigation site for evaluation for the report of lens damaged by handpiece injector; however, the attached customer photo and video confirms the reported issue of a damaged lens. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The photo review confirms the reported issue of a damaged lens; however, because an injector sample was not received at the manufacturing site, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).